Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had pus coming out at the burr hole cover site. Irrigation and debridement was performed of the burr hole cover site. It was confirmed that the patient developed (B)(6). The patient was given over the counter antibiotics, was admitted into the hospital and given IV, intravenous, antibiotics. It was suspected that the infection was device related, however the devices remain implanted, and that nothing happened during the procedure to cause the infection. The patient is healing and will stay on antibiotics for two more weeks as a precaution.